Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A physician reported that 2-3 days following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced starburst and glare issues. The symptoms are moderate during the day but severe at night with oncoming headlights. The patient does have moderate dry eye and with installation of artificial tears 3 times a day with zero improvement of symptoms. The patient also has very mild blepharitis but declined steroid treatment. A yag was performed on the right eye only last month and now the patient reports increased starburst and glare. The glasses prescription was rechecked and the patient refers the glasses prescription from 8 weeks postop the cataract extraction. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.